Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump screen stayed dark and would not turn on, and pump button was extremely difficult to press and required multiple presses to turn on screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try different button presses, continued to use current pump as backup therapy, and was provided replacement pump in warranty; customer was instructed to place pump into storage mode, transfer pump settings, connect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label, which customer understood and acknowledged.